Event description:
It was reported that there was a urinary tract infection (uti). It was noted that the event was ongoing. It was noted that urinalysis revealed positive leukocyte esterase and too numerous to count wbc¿s. It was noted that the patient was given cipro and macrodantin to be taken after sexual activity. It was noted that the etiology was pre-existing condition worsening or exacerbation. It was noted that signs and symptoms included burning, frequency, and dysuria.

Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v475127, implanted: (B)(6) 2010, product type: lead. (B)(4).